Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold, wear abrasion, calcification (15%) and opening extended on the shell. Leak test and microscopic analysis was performed which identified, striated opening on anterior. The fill test inspection was performed, the result is no blockage. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.